Manufacturer narrative:
The reported event is confirmed cause unknown. Received (3) photo samples. Visual evaluation of the photo sample noted one opened, used 3-way silicone foley catheter with sample port connector and syringe. Verified material 119314 and batch number ngjw3468. Functional testing was not possible based solely on these photos. Received a 3 way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. This sample was tested for "difficult to deflate." Using the returned syringe, the catheter balloon was inflated balloon with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water), noting strong resistance, and the catheter rested with no leaks noted. Attempted to deflate balloon passively and only 2 ml could be withdrawn. Further inspection noted small solid debris inside of the inflation lumen. Using the in house luer lock syringe, attempted to deflate balloon and only 5 ml could be withdrawn. Replaced inflation valve with in house valve and reattempted deflation with both syringes. Solution still could be withdrawn. Dissected balloon and found that the notch was perforated completely with a 0.025in pin gauge able to be inserted into the notch. It is possible that the debris inside of the inflation lumen prevented adequate deflation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre test in the emergency room; the sterile water did not fall out from foley catheter. Per notification from investigator on (B)(6) 2026, it was reported that the solid debris inside of the inflation lumen of the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test in the emergency room, the sterile water did not fall out from foley catheter.